Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter indicated that the screen was difficult to see after swimming with the pump; the reporter found no evidence of moisture ingress in the pump but indicated that there was a small tear in the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/10/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2013 with the following findings: the keypad was found to be torn between the up arrow and down arrow buttons. During testing, the up, arrow, down arrow and ok keypad buttons were unresponsive; the contrast button responded appropriately. There was evidence of contamination found under all of the key contacts. Evaluation also revealed a dim, fading display screen. During testing, the pump failed the leak test and a keypad leak was found. The pump case was opened and moisture was found throughout the pump and on the display connector. Unrelated to the complaint, audible sound test was not able to be performed due to an unresponsive audio bolus button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.